Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified sample 1 was returned without any sutures in the handle, just the foam sleeve. The sutures were cut just above the anchor and where the sutures enter the shaft of the device. The anchor has been fractured and not all pieces have been returned. Sample 2 was returned with the sutures and the foam sleeve still in the handle of the device. The anchor of sample 2 has also been fractured and was not returned. Both anchors were returned still located in the distal end of the shaft of the device. No other damage is noted to either device. Measured both items and both were conforming to the print. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. The ti-screw suture anchor surgical technique states: screw in the anchor manually until the horizontal laser etch line is flush with the proximal aspect of the cortical bone. The complaint product was impacted, not screwed in. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 902569; lot# 0002656807. G2: foreign - event occurred in colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an emergency surgery, ti-screw 3.0 mm anchors were prepared to be used. The sales representative was present and reminded the surgeon before use that the correct technique consists of directly threading the anchor without the need to impact it. Subsequently, it was reported by the contact that it was evident the anchor was initially impacted on the bone and then an attempt was made to thread it, which does not correspond to the indicated procedure. This generated excessive friction and resistance to the advance of the implant, causing mechanical overload and the anchor had fractured. When using a second anchor under similar insertion conditions, the same result of anchor fracturing occurred and the fractured anchor was left within the patient's body. Attempts have been made and no further information has been provided.